Event description:
Patient was implanted with humeral nail-ex construct on (B)(6) 2012. Patient was returned to the or on (B)(6) 2012 for removal of hardware due to non-union. During the removal procedure, once the patient was opened up, it was noted, the patient had an infection. All hardware was removed without a problem. The surgeon debrided and cleaned up the canal. He was originally going to replace the implant but decided to give the patient 2-6 weeks for healing. The surgeon wants to wait and see what pathology says before re-plating the patient. This is 2 of 3 reports for the same event.

Manufacturer narrative:
This device is used for treatment, not diagnosis.(B)(4): sterilization validation documentation, decision finding protocols, dfps, was reviewed and demonstrated that each of the part numbers included within this complaint had been evaluated for sterilization. The sterilization parameters are consistent with synthes current ifus, and the supporting validations demonstrate that a sterility assurance level, sal, of 10, 6 is achievable when the ifus are employed.(B)(4): placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.